Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive and became frozen on the lock/unlock screen. There was no impact to the customer's blood glucose level. Pump was reset to resolve the issue.